Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45 crdm non-defib lead implanted: (B)(6) 2004; 419378 crdm non-defib lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that in (B)(6) of 2013, the right ventricular (rv) had a transient rise in capture threshold lasting about 1 month. The rv capture threshold has been stable since. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.